Manufacturer narrative:
(B)(4).

Event description:
It was reported the ptd was advanced to the venous anastomosis. As soon as it was activated, the patient experienced pain and the trerotola catheter was seen twisted on fluoroscopy. Attempts were made to either advance or withdraw the device but they were met with resistance and pain. The graft was seen to shift with attempts to move the trerotoal on fluoroscopy. Transplant surgery was paged and performed open thrombectomy of graft and removal of trerotola. Follow up information states the patient did not have a stent in place when this occurred.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter was twisted was confirmed. Returned was a 7fr otw (over the wire) ptd catheter. This is an otw ptd catheter, but the guide wire was not returned. The welds in the basket were intact. The orange lumen was intact, but flattened and twisted at both ends. The proximal end of the ptd catheter including the basket was separated approximately 8.5 cm from the end of the black pebax tip. Since both the sheath and the catheter were separated at the same location, it appears that the separation may have occurred during removal of the device from the patient. The portion of the torque cable remaining attached to the basket was severely twisted. The sheath was twisted 16.5 cm from the separated end and the twists extended 8 cm. The instruction booklet provided with the set describes a suggested insertion procedure for using the device over the wire. It includes the warnings not to advance otw ptd catheter forward during activation, not to advance beyond anastomosis, and that potential fatigue failure of the ptw ptd torque cable and fragmentation basket may occur with prolonged activation of otw ptd device. The customer did not report whether or not the guide wire provided with the kit was used during the procedure. A review of the device history records did not other remarks: reveal any manufacturing related issues. A risk evaluation was completed for this complaint issue. Based on the twisted condition of the sample and the information reported, operational context caused or contributed to this event. No further action will be taken.